Manufacturer narrative:
A customer from the united states alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. All three patient samples initially generated a positive result for sars-cov-2. The same samples were retested using different platforms which yielded negative results for all targets. An investigation has been initiated and is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, 3 mdrs will be filed- one per alleged result. All three patient samples initially generated a positive result for sars-cov-2. The same samples were retested using different platforms which yielded negative results for all targets. The initial positive results were not released. An investigation has been initiated and is ongoing.

Manufacturer narrative:
The curves for these three positive runs do not show any obvious abnormalities and appear to show extremely low level amplification. These appear to be 3 lod samples as these CT values are very late and can produce wavering results upon repeat. The investigation also confirmed that the analyzer is performing well and these samples are likely true lod samples. Overall, no product problem seen. (B)(4).